Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead p wave and r wave amplitudes were below the expected range. No intervention took place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.